Event description:
Implant did not work as planned - bad expansion suspected after surgery. Pt required a second surgery.

Manufacturer narrative:
Summary of eval: after shape recovery testing of the explant, the shape recovery is conformed to specification. Visual inspection showed smooth teeth on the implant. Device suspected to have failed to expand due to a bad temperature management from the surgeon. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corp.